Event description:
Batch number#: 2265199. It was reported by customer that they have been experiencing issues with the 27g 1 1/4" precision glide needles, lot 2265199, exp. 10/31/2027. It is random but some of the needles don't allow any of the drawn-up medications to be administered, it's like there is no opening in the end of the needle. The medications are drawn up using an 18g blunt needle and then we dispose of it and put the 27g needle on. Not sure what to do with these or if you have had any other complaints of the same nature.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needles do not allow any of the drawn-up medications to be administered. To aid in the investigation, two hundred twenty-four samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. One hundred twenty-five samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each of the selected samples were then assembled to a syringe with saline solution. The needles expelled the solution with a normal flow. The photo provided shows a packaging shelf box. A device history record review was completed for provided material number 305136, lot 2265199. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.